Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff of the pediatric tracheostomy tube failed to inflate, although the pilot balloon inflated normally. There were no reported patient involvement and no patient harm. If this malfunction were to occur during patient use, it could compromise ventilation and potentially affect the patient.